Event description:
It was reported that the axium implant coil could not be detached during a procedure. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
Th pushwire was returned for evaluation without the implant coil and broken into two segments at 144.5cm from the proximal end, but the broken segments were retained together by the release wire. The evaluation could not determine the cause of the event since the implant coil was not returned. (B)(4).